Event description:
When the physician pulled out the stent, it seemed to be stuck to mucosa or perhaps it perforated. Physician will be taking x-rays to verify whether or not perforation exists. The stent was ultimately removed. Despite attempts to gain further info, it was not established how long the stent had been implanted or how the stent was removed. It was also not confirmed if the stent was stuck to the mucosa or if it had perforated. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided. As the lot number was not provided; therefore, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in this complaint was not available to be returned to cook (B)(4) for eval, therefore the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. Prior to distribution, all clso-10-5 devices are subjected to visual inspection to ensure device integrity. A review of the mfg records for the clso-10-5 device involved in this complaint report could not be reviewed as the lot number of the complaint device was unk. (B)(4). However, complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.